Manufacturer narrative:
(B)(4).

Event description:
The caller stated that the size 8 percutaneous tracheostomy tube flange had separated from the tube. The issue was found in the morning by the bedside nurse at the facility. The patient was re-recannulated with a standard size 8 shiley tube of unknown model and lot number. There was no patient harm. The failed trach was thrown away.